Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed all functional testing. The device worked as expected. Review of the device logs indicated that the device was in configuration mode, and due to inactivity (user inactive) the device powered off. This is a normal function of the AED 3 in the configuration mode. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.